Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power a monitor. The cause for the failure was isolated to an excessively discharged tri-cell. The root cause for the excessively discharged tri-cell could not be identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.